Manufacturer narrative:
A returned unused segment of the graft was evaluated by co's consulting pathologist. A copy of that report is attached. Since the actual part of the graft that was involved in the incident was left in the pt, it could not be evaluated and therefore, the incident cannot be confirmed or denied. Code 86: the manufacturing batch records for the device were reviewed. Code 100: the batch records were not atypical-no similar incidents reported for this batch. Gross description: received in formalin is a segment of dacron vascular graft measuring 13.5 cm in length and approximately 3.0 cm in diameter. No blood or tissue elements are identified. Representative sections are embedded. Microscopic description: segments of a hemashield dacron vascular graft are identified. The collagen coating is presented on the luminal surface, within the interstices of the vascular graft, and on the periadventitial (outer) surface. No loss of integrity of the collagen coating is identified. No blood or tissue elements are identified. Summary: an intact hemashield dacron vascular graft is identified with intact collagen coating on the luminal surface, within the interstices, and on the periadventitial (outer) surfaces.

Event description:
The graft was implanted for a bentall for annulo aortic ectasia. When declamped, the graft "oozed" blood from its walls (quantity unk, but reported as a small amount). Hemostasis was achieved with protamine. The graft was left in. The pt is doing well.